Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller reported via phone call that the insulin pen is no longer dispensing insulin. Customer stated they tried different cartridges and needles but no insulin was coming out. Blood glucose at the time of the incident was 300 mg/dl and treated with manual injection. During troubleshooting, customer tried another needle and cartridge and repeated priming but insulin did not exit. No harm requiring medical intervention was reported. The device is not expected to return for analysis.